Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mg/ml fentanyl at 1748.5 mg/day and 25 mg/ml bupivacaine at 21.856 mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the patient had believed the catheter needed to be replaced because it had "clogging issues." It was stated "2 years" (believed to be 2 years ago) on (B)(6) the patient had catheter issues. It was stated that was the day the patient "died." It was stated the healthcare professional (hcp) was accessing the catheter when it "collapsed" and the hcp couldn't draw back the medication. It was reported the hcp pushed the medication forward to "get the clog," and that¿s when the patient went numb. The patient's legs went numb immediately, and the numbness went up to their chest. The patient then began having breathing problems and finally their "breathing quit," and they "died." The patient believes that the surgeon who inserted the catheter didn't do it right. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.